Event description:
Leica biosystems received a complaint regarding "tissue processing issues". The complainant described the affected tissue samples as "burnt". On (B)(6) 2015, leica biosystems received info from the laboratory confirming that three (3) cases were not diagnosable and that re-biopsy had been recommended. The patient identifier; age and gender for each patient were also provided by the laboratory. Ref to MFR report#: 8020030-2015-00043 and 8020030-2015-00044 for specific details of the other patients involved.

Manufacturer narrative:
Investigation of this complaint found that the instrument operated within specification during execution of the "factory 4hr xylene standard" protocol started in retort b at 22:44pm on (B)(6) 2015, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported could not be unequivocally determined from the info available. Multiple instances in which a user failed to complete the manual reagent replacement process in accordance with the MFR instructions detailed in the leica peloris/peloris ll user manual, were identified in the instrument logs. On (B)(6) 2015, the fss (field support specialist) attended the lab to provide user training specifically focused on the process and actions required to replace reagents in accordance with the MFR's instructions.